Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("intermittent bleeding with light flow"), benign hydatidiform mole ("molar pregnancy"), oophorectomy ("oophorectomy (bilateral removal of ovaries)"), neoplasm ("different types of tumors") and meigs' syndrome ("meigs syndrome") in an adult female patient who had essure (batch no. 627734) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 1 ((B)(6) 1995) and c-section in 1995. Previously administered products included for contraception: depo-provera from 2005 to 2008; for prevent pregnancy: ortho-novum from 1986 to 2004. Concurrent conditions included shingles, gastroesophageal reflux disease, venereal disease nos and sinus infection. Concomitant products included pantoprazole (protonix) since 2014. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), benign hydatidiform mole (seriousness criterion medically significant), oophorectomy (seriousness criterion medically significant), neoplasm (seriousness criterion medically significant), meigs' syndrome (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), anxiety ("anxiety"), stress ("emotional stress"), rash ("rashes"), skin disorder ("skin condition"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), allergy to metals ("nickel allergy"), device expulsion ("expulsion of essure device"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition type: full and barb wire"), groin pain ("right groin pain"), alopecia ("hair loss") and protein total decreased ("protein in blood"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy), surgery (ablation) and surgery. Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, benign hydatidiform mole, oophorectomy, neoplasm, meigs' syndrome, hormone level abnormal, anxiety, stress, skin disorder, bladder disorder, urinary tract disorder, allergy to metals, device expulsion and groin pain outcome was unknown, the rash, fatigue, abdominal distension and protein total decreased had resolved and the alopecia was resolving. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, benign hydatidiform mole, bladder disorder, device expulsion, fatigue, genital haemorrhage, groin pain, hormone level abnormal, meigs' syndrome, neoplasm, oophorectomy, pelvic pain, protein total decreased, rash, skin disorder, stress and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, reporter added, patient historical drug and concomitant condition added, historical condition added, concomitant drug added, lab data added, lot number received, event injury replaced by events: pelvic pain, benign hydatidiform mole, genital haemorrhage, oophorectomy, hormone level abnormal, anxiety, stress, rash, skin disorder, bladder disorder, urinary tract disorder, allergy to metal, neoplasm, device expulsion, fatigue, abdominal distension, groin pain, alopecia, meigs's syndrome, device ineffective, protein total decreased. Essure legal manufacturer has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4) and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("intermittent bleeding with light flow"), benign hydatidiform mole ("I got pregnant but my body formed a tumor instead of a baby"), pregnancy with contraceptive device ("I got pregnant but my body formed a tumor instead of a baby"), meigs' syndrome ("meigs syndrome"), ovarian germ cell teratoma benign ("cystic teratoma") and ovarian adenoma ("mucinous cystadenoma") in a 45-year-old female patient who had essure (batch no. 627734) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 1 ((B)(6) 1995), c-section in 1995, latex allergy, house dust allergy, pollen allergy, heavy periods, irregular menstruation, abdominal mass, abdominal pain, ovarian mass, ascites, pleural effusion, drug allergy, allergic rhinitis, vomiting, shortness of breath, cough, rib pain, appendectomy, cholecystectomy, cesarean delivery, without mention of indication, pelvic mass, intraductal papillary mucinous neoplasm, ovarian cancer, gallbladder disease, hemorrhoids, diarrhea, venereal disease nos, multiple fractures, urinary frequency and groin pain. Previously administered products included for contraception: depo-provera from 2005 to 2008; for prevent pregnancy: ortho-novum from 1986 to 2004. Concurrent conditions included shingles, gastroesophageal reflux disease, venereal disease nos, sinus infection, low back pain, pulmonary fibrosis and shortness of breath. Concomitant products included pantoprazole (protonix) since 2014. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced menstruation irregular ("irregular menses") and mood swings ("mood swings"). In 2011, the patient experienced alopecia ("hair loss"). In 2014, the patient experienced rash ("rashe on neck") and pollakiuria ("frequent urination"). On (B)(6) 2014, 6 years 1 month after insertion of essure, the patient experienced ovarian germ cell teratoma benign (seriousness criterion medically significant) and ovarian adenoma (seriousness criterion medically significant) with abdominal distension. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), benign hydatidiform mole (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), meigs' syndrome (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), anxiety ("anxiety"), stress ("emotional stress"), skin disorder ("skin condition"), allergy to metals ("nickel allergy"), device expulsion ("expulsion of essure device"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition type: full and barb wire"), groin pain ("right groin pain") and protein total decreased ("protein in blood"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy on (B)(6) 2014) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, benign hydatidiform mole, pregnancy with contraceptive device, meigs' syndrome, ovarian germ cell teratoma benign, ovarian adenoma, hormone level abnormal, anxiety, stress, skin disorder, pollakiuria, allergy to metals, device expulsion, groin pain, menstruation irregular and mood swings outcome was unknown, the rash, fatigue, abdominal distension and protein total decreased had resolved and the alopecia was resolving. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, benign hydatidiform mole, device expulsion, fatigue, genital haemorrhage, groin pain, hormone level abnormal, meigs' syndrome, menstruation irregular, mood swings, ovarian adenoma, ovarian germ cell teratoma benign, pelvic pain, pollakiuria, pregnancy with contraceptive device, protein total decreased, rash, skin disorder and stress to be related to essure. The reporter commented: there were three coils on the left. The same procedure was performed on the right. There were also three coils noted on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion . 2014 - pleural thoracentesis . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-sep-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("intermittent bleeding with light flow"), benign hydatidiform mole ("molar pregnancy"), meigs' syndrome ("meigs syndrome"), ovarian germ cell teratoma benign ("cystic teratoma") and ovarian adenoma ("mucinous cystadenoma") in a 45-year-old female patient who had essure (batch no. 627734) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 1 ((B)(6) 1995), c-section in 1995, latex allergy, house dust allergy, pollen allergy, heavy periods, irregular menstruation, abdominal mass, abdominal pain, ovarian mass, ascites, pleural effusion, drug allergy, allergic rhinitis, vomiting, shortness of breath, cough, rib pain, appendectomy, cholecystectomy, cesarean delivery, without mention of indication, pelvic mass, intraductal papillary mucinous neoplasm, ovarian cancer, gallbladder disease, hemorrhoids, diarrhea, venereal disease nos, multiple fractures, urinary frequency and groin pain. Previously administered products included for contraception: depo-provera from 2005 to 2008; for prevent pregnancy: ortho-novum from 1986 to 2004. Concurrent conditions included shingles, gastroesophageal reflux disease, venereal disease nos, sinus infection, low back pain, pulmonary fibrosis and shortness of breath. Concomitant products included pantoprazole (protonix) since 2014. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced menstruation irregular ("irregular menses") and mood swings ("mood swings"). In 2011, the patient experienced alopecia ("hair loss"). In 2014, the patient experienced rash ("rash on neck") and pollakiuria ("frequent urination"). On (B)(6) 2014, 6 years 1 month after insertion of essure, the patient experienced ovarian germ cell teratoma benign (seriousness criterion medically significant) and ovarian adenoma (seriousness criterion medically significant) with abdominal distension. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), benign hydatidiform mole (seriousness criterion medically significant), meigs' syndrome (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), anxiety ("anxiety"), stress ("emotional stress"), skin disorder ("skin condition"), allergy to metals ("nickel allergy"), device expulsion ("expulsion of essure device"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition type: full and barb wire"), groin pain ("right groin pain") and protein total decreased ("protein in blood"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy on (B)(6) 2014) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, benign hydatidiform mole, meigs' syndrome, ovarian germ cell teratoma benign, ovarian adenoma, hormone level abnormal, anxiety, stress, skin disorder, pollakiuria, allergy to metals, device expulsion, groin pain, menstruation irregular and mood swings outcome was unknown, the rash, fatigue, abdominal distension and protein total decreased had resolved and the alopecia was resolving. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, benign hydatidiform mole, device expulsion, fatigue, genital haemorrhage, groin pain, hormone level abnormal, meigs' syndrome, menstruation irregular, mood swings, ovarian adenoma, ovarian germ cell teratoma benign, pelvic pain, pollakiuria, protein total decreased, rash, skin disorder and stress to be related to essure. The reporter commented: there were three coils on the left. The same procedure was performed on the right. There were also three coils noted on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion 2014 - pleural thoracentesis. Most recent follow-up information incorporated above includes: on 7-jun-2018: pfs received. Consumer age, lab data, events irregular menses, mood swings, rash on neck, frequent urination, cystic teratoma and mucinous cystadeoma were added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.